Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the physician dissected the branch and needed to select another, however, the new branch selected was too big for the lv lead and did not have enough support. Further information was obtained indicating that placement difficulty was met during implant due to difficult patient anatomy. This lv lead was never in service. No additional adverse patient effects were reported.